Manufacturer narrative:
(B)(4).

Event description:
Procedure type: resection. According to the reporter: while opening the instrument the black release arm fell off. The instrument was not on a pt. The case was extended by more than 30 mins.